Event description:
An ophthalmic surgeon reported that a patient experienced glare after uneventful intraocular lens (iol) implant surgery by another surgeon. This event was initially attributed to posterior capsule folds, however, the symptoms did not improve after a posterior yag capsulotomy was performed by a third doctor. It was then observed that the folds were seen in the posterior iol surface instead of the posterior capsule. The patient was visited on (B)(6) 2014 and striae were observed in the posterior iol surface, at the center of the optic. According to the reporter, the patient symptoms did not seem to be proportioned to the changes on the iol surface, however, the director of the glare was reported to be the same direction of the striae. The patient reported severe symptoms impacting her quality of life, as she had to remain indoors for most of the day. An iol exchange and pars plana vitrectomy were scheduled. According to the surgeon, the striae could be related to cracking of the outer coat of the optic of the iol due to the folding of the iol or they could have been caused by the forceps used to manipulate the iol into the cartridge. Additional information was provided by the surgeon who reported that the patient's symptoms worsened after the yag capsulotomy and confirmed the iol was explanted on (B)(6) 2014. At the start of surgery, 23g pars plana vitrectomy was carried out, with induction of posterior vitreous detachment and peripheral gel trim. The iol was confirmed to be in the bag with a large capsulorrhexis. It was removed and a new iol was placed in the sulcus. Surgery was uncomplicated. On the first post operative day, there was slight corneal epithelial oedema with an iop of 30 mmhg. The new iol was well centered and the retina was attached. The patient was prescribed corticosteroid/antibiotic eye drops for 1 month and antiglaucoma tablets for 3 days. A postoperative visit was planned three weeks after the surgery.

Manufacturer narrative:
The sample has been received an in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available. (B)(4).